Event description:
It was reported that sharp drop in battery voltage and significant increase in charge time were observed. The device is approaching eri and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.